Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer declined to further troubleshoot occlusion issue. Additionally, the insulin gauge was inaccurate. Customer reloaded the cartridge and received an accurate fill estimate. Customer's blood glucose was 298-300's mg/dl.